Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a blood glucose (bg) level of 600 mg/dl. The cause of the elevated bg level was unknown. Reportedly, customer delivered a correction bolus in an attempt to treat bg level. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. System check with tandem technical support confirmed the pump was functioning as intended.